Event description:
Information received from the field does not address the patient's clinical status but notes that post implant interrogation showed an atrial impedance of >3000 ohms and a loss of pacing. After reprogramming the atrial pacing and sensing polarity to unipolar, normal function ensued.